Event description:
On (B)(6) 2010, abbott point of care was contacted by a customer who reported the I-stat celite act cartridge demonstrated an increased number of "starouts". Based on the information at the time, there was no injury associated.